Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she still cannot read up close. She has been to multiple doctors and no one can figure out why she cannot see up close. Additional information has been requested. There are two medical device reports associated with this consumer. This report is for the left eye.